Manufacturer narrative:
Qc was run before the event and the instrument is currently performing within qc specifications. Erroneous results occurred on a specific specimen collected in 5ml edta tube. The customer believes the first specimen was clotted. Blood detectors and tube bottoms were verified. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low hgb result of 10.5g/dl generated by the unicel dxh 800 coulter cellular analysis system when compared to another specimen from the same patient analyzed 3 weeks later on (B)(6) 2011 which gave 15.0g/dl. The results were reported outside of the laboratory. There was no death, injury or affect to patient treatment as a result of this event.